Manufacturer narrative:
Date of birth is (B)(6) rather that (B)(6).

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. The wireless software update was performed clearing the eri message. The device is providing therapy.